Event description:
It was reported that after a software update was performed on the programmer the stylus touch pen would not operate the programmer interface. It was further reported that the user noted this during an implant procedure and was unable to change over to the analyzer. The programmer has not been returned for service at this time. No patient complications have been reported as a result of this event. It was further reported via follow-up that the programmer was able to be changed out and that the implant procedure was able to be continued using the replacement programmer with no negative interference to the patient.

Manufacturer narrative:
Product event summary: at analysis it was noted that there were multiple errors in the update history and that the reason for return was confirmed, the touch screen was out of specification. The liquid crystal display screen showed discoloration and an interpose board defect was noted. It was further noted that the plastic anti-slip layer was ripped off the label of the programming head and also that there were bullets missing. The touch screen assembly was replaced, the interpose board was replaced, the head's label was replaced, the touch screen was calibrated, new software was installed and the device was cleaned and it then passed its electrical safety test and all final functional and systems tests.